Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 6/15/2009, 06/26/2009, and 06/29/2009.

Event description:
A technician reported three patients experiencing blurry vision following intraocular lens (iol) implant surgery. The surgeon reported this pt had bilateral iol exchange procedures due to experiencing blurry vision at all distances. There are six medical device reports associated with this event. This report is for the right eye of the first pt.